Manufacturer narrative:
B1, b2, b5, h1, h6 updated.

Event description:
It was reported that during an acl surgery the quantum controller had an f4 hardware failure. The procedure was successfully completed without delay using a vulcan generator. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(6). Internal complaint reference (B)(4).

Event description:
It was reported that during a surgery the quantum controller had an f4 hardware failure. The procedure was successfully completed without delay. It is unknown if there was an available back up device. No patient injury or other complications were reported all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation.there was a relationship found between the returned device and the reported incident. Visual inspection observed a damaged lid. Functional evaluation revealed the unit presents a f4 fault on power up. The unit was opened and found no issues. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found other than fuse replacement, the controller has no user-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and, due to the calibration methods, no annual maintenance check is required. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.